Manufacturer narrative:
(B)(4). Batch #: u5an9x. Per photographic evaluation: upon visual inspection of two photos, the following was observed: the first photo shows a device from guide face area with a casing half washer present, properly cut. The second photo shows a device from top view and with the trocar extended and the anvil partially attached and the anvil half washer present. Based on the photos reviewed, the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a laparoscopic sigmoidectomy, cdh29a has not stapled after firing. The procedure was delayed by 20-minutes. The surgeon removed the anastomosis and created new anastomosis by cdh33a and echelon flex gst 60mm. The procedure was successfully completed.